Event description:
It was reported that the patient was having a frequent "catch in my breath" at regular intervals. Also noted was a pain experienced when hiccuping or burping. The device remains in use. Follow up was conducted; however, the patient has not been seen by the physician since implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.